Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all cubies had been removed from the bus. A field service engineer effectively powered down the station and reseated the cables of the drawer to address this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, a drawer malfunction was experienced. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.